Event description:
It was reported that the pump of this artificial urinary sphincter (aus) stopped working due to fluid loss. The entire device was removed and replaced. There were no patient complications reported.